Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal soreness/ache increased') in a 43-year-old female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, allergy to animal, pollen allergy, multi gravida, parity 4 and multigravida (1999, 2000, 2006 and 2011). For many years without contraception (2007¿2014) - menstrual cycle normal, no spotting. Previously administered products included for contraception: nuvaring from 2014 to 2015 and hormonal intrauterine device from 2001 to 2005; for an unreported indication: minipill. Past adverse reactions to the above products included metrorrhagia with nuvaring and hormonal intrauterine device. Concurrent conditions included ovarian cyst nos since 1999. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of stomach increased"), vaginal haemorrhage ("vaginal bleeding / vaginal spotting") and coital bleeding ("heavy vaginal bleeding during sex"). The patient was treated with surgery (removal of fallopian tubes scheduled to (B)(6) 2019). Essure treatment was not changed. At the time of the report, the abdominal pain lower, abdominal distension, vaginal haemorrhage and coital bleeding had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, coital bleeding and vaginal haemorrhage with essure. The reporter commented: the insertion to the right fallopian tube was successful on the first try, five spirals remained visible. During the insertion to the left fallopian tube, the spiral was discharged from an essure cable but when removing it the spiral became stretched and the implant was not properly detached from the cable. The defective implant was removed with forceps and a new implant was inserted successfully - 4 spirals remained visible. Essure implants were inserted in (B)(6) 2015 and within a year started vaginal bleeding which occurs about week before right starting date of menstrual bleeding. Swelling of stomach and lower abdominal soreness/ache increased. These symptoms have continued for 4 years. She has vaginal spotting and heavy vaginal bleeding during sex even during time when she has not menstruation ongoing. She has 14 bleeding days in a month including menstrual bleeding and that is disturbing the normal life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal soreness/ache increased') and ovarian cyst ('ovarian cyst sized 5cm') in a 43-year-old female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, allergy to animal, pollen allergy, multi gravida, parity 4 and normal delivery (in 1999, 2000, 2006 and 2011). For many years without contraception (2007¿2014) - menstrual cycle normal, no spotting. Previously administered products included for contraception: nuvaring from 2014 to 2015 and hormonal intrauterine device from 2001 to 2005; for an unreported indication: minipill. Past adverse reactions to the above products included metrorrhagia with nuvaring and hormonal intrauterine device. Concurrent conditions included ovarian cyst (in the left ovary, a cyst of 4¿5cm) since 1999. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of stomach increased"), vaginal haemorrhage ("vaginal bleeding / vaginal spotting") and coital bleeding ("heavy vaginal bleeding during sex"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (removal of essure implants together with fallopian tubes and ovarian cyst removed during surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, ovarian cyst, abdominal distension, vaginal haemorrhage and coital bleeding outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, coital bleeding, ovarian cyst and vaginal haemorrhage with essure. The reporter commented: the insertion to the right fallopian tube was successful on the first try, five spirals remained visible. During the insertion to the left fallopian tube, the spiral was discharged from an essure cable but when removing it the spiral became stretched and the implant was not properly detached from the cable. The defective implant was removed with forceps and a new implant was inserted successfully - 4 spirals remained visible. Essure implants were inserted in (B)(6) 2015 and within a year started vaginal bleeding which occurs about week before right starting date of menstrual bleeding. Swelling of stomach and lower abdominal soreness/ache increased. These symptoms have continued for 4 years. She has vaginal spotting and heavy vaginal bleeding during intercourse even during time when she has not menstruation ongoing. She has 14 bleeding days in a month including menstrual bleeding and that is disturbing the normal life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: essure implants were removed on (B)(6) 2019 together with fallopian tubes. Also ovarian cyst sized 5 cm was removed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal soreness/ache increased') in a (B)(6) female patient who had essure (batch no. C12707) inserted. The patient's medical history included blood pressure high, allergy to animal, pollen allergy, multi gravida, parity 4 and normal delivery (1999, 2000, 2006 and 2011). For many years without contraception (2007¿2014) - menstrual cycle normal, no spotting. Previously administered products included for contraception: nuvaring from 2014 to 2015 and hormonal intrauterine device from 2001 to 2005; for an unreported indication: minipill. Past adverse reactions to the above products included metrorrhagia with nuvaring and hormonal intrauterine device. Concurrent conditions included ovarian cyst nos since 1999. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of stomach increased"), vaginal haemorrhage ("vaginal bleeding/vaginal spotting") and coital bleeding ("heavy vaginal bleeding during sex"). The patient was treated with surgery (removal of fallopian tubes scheduled to (B)(6) 2019). Essure treatment was not changed. At the time of the report, the abdominal pain lower, abdominal distension, vaginal haemorrhage and coital bleeding had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, coital bleeding and vaginal haemorrhage with essure. The reporter commented: the insertion to the right fallopian tube was successful on the first try, five spirals remained visible. During the insertion to the left fallopian tube, the spiral was discharged from an essure cable but when removing it the spiral became stretched and the implant was not properly detached from the cable. The defective implant was removed with forceps and a new implant was inserted successfully - 4 spirals remained visible. Essure implants were inserted in (B)(6) 2015 and within a year started vaginal bleeding which occures about week before right starting date of menstrual bleeding. Swelling of stomach and lower abdominal soreness/ache increased. These symptoms have continued for 4 years. She has vaginal spotting and heavy vaginal bleeding during sex even during time when she has not menstruation ongoing. She has 14 bleeding days in a month including menstrual bleeding and that is disturbing the normal life. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: medical history, essure lot number, onset date of events added. Case upgraded to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.